Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the right ventricle lead exhibited a failure to capture, failure to sense, and noise episodes. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, failure to sense and lead noise were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.